Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional reports that following implantation of a c-flex 570c iol the patient had a refractive error. The same healthcare professional has reported a further five cases of refractive errors following implantation og lenses from this batch. The refractive errors are reported to range between -3.75d to -5.0d. The c-flex 570c iol was explanted on an unknown date post-operatively. An explanted c-flex 570c iol was returned to rayner without identifying packaging on 6th august 2018. Testing was carried out by rayner on 7th august 2018 and the power of the lens was identified to be +24.0d and not +19.0d as labelled. Rayner has become aware of reports of post-operative refractive errors following implantation of lenses from the c-flex 570c +19.0d iol batch 017100825. Rayner maintains extremely high levels of product quality; however, there is a possibility lenses from the c-flex 570c +19.0d iol batch 017100825 are not of the labelled power. The investigation performed by rayner to date indicates that the lenses may be +24.0d. As a precautionary measure, rayner intraocular lenses limited has initiated a voluntary recall of this batch (ref. Recall (B)(4)). The recall was initiated on 9th august 2018.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that post-operatively the patient had a refractive error.